Manufacturer narrative:
(B)(4). This report is filed september 13, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (date not reported). Subsequently, the abutment was removed.